Event description:
It was reported that, "the pt had a infection after tka."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5520-b-200 lot# sta6t, description: triathlon-prim tib baseplate cemented #2; cat# 5532-p-209 lot# lbt961, description: triathlon-ps tibial insert #2 - 9 mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.